Manufacturer narrative:
The initial MDR 2432235-2017-00474 was filed on (B)(6) 2017. Additional information (10/30/2017): a siemens headquarter support center (hsc) specialist reviewed the information provided and concluded that excessive base buildup due to a faulty base pump could get into the cuvette and lead to high, positive discordant results. The instrument is performing according to specifications. No further evaluation of the device is required. MDR (B)(4) was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant human chorionic gonadotropin (hcg) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed total service call. The cse found base buildup inside the luminometer. The cse decontaminated acid, base and wash 1. The cse replaced base pump, tubing, adapter, wash blocks and the waste pump. The cse ran quality control (qc) and precision, which were in acceptable range. The cause of the discordant hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2017-00475 was filed for the same event.

Event description:
Discordant, human chorionic gonadotropin (hcg) results were obtained on two patient samples on a advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The customer repeated the same samples on an alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, human chorionic gonadotropin (hcg) results.